Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level and infusion set detachment issue that led to hospitalization. Blood glucose level was ranging from 470 to 500 mg/dl and customer treated with insulin pump. The healthcare provider recommended the customer to go to the emergency room and stayed at the hospital overnight. Blood glucose was 479 at the time of admission. During troubleshooting, customer mentioned the infusion set had a bent cannula. Auto mode feature was not active at the time of the event. Customer declined further troubleshooting for high readings. The insulin pump was not replaced or returned for analysis.